Event description:
Healthcare professional additionally reported "mild chronic inflammatory infiltration and foci of calcification."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "capsular contracture grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported "periprosthetic capsular contracture grade IV". This record is for the right side. Device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, opening and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "periprosthetic capsular contracture grade IV". Healthcare professional additionally reported "mild chronic inflammatory infiltration and foci of calcification." This record is for the right side. Device was explanted.